Event description:
A nurse inflated the foley balloon to test it before inserting into the patient and the balloon did not inflate. There was a hole in the balloon and sterile water squirted out of it.